Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient initially experienced muscle stimulation from the left ventricular lead on the night of implant. On (B)(6) 2016 an attempt to reposition the lead was unsuccessful due to the patient's tortuous anatomy. The lead was explanted and the left ventricular port on the device was plugged. The patient was in stable condition post procedure.